Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: seroma, hematoma. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. E1 initial reporter phone: (B)(6). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: the effects of systemic tranexamic acid administration on drainage volume, duration of drain placement, and length of hospital stay in skin- and nipple-sparing mastectomies with immediate expander-based breast reconstruction. Objective/methods/study data: this study investigates the influence of txa in patients undergoing ssm or nsm with expander-based reconstruction (ebr) on post-operative outcomes. A retrospective study was conducted on 132 patients undergoing uni- or bilateral ssm or nsm (skin- (ssm) and nipple-sparing) with ebr (expander-based reconstruction) between may 2015 and march 2022. The 132 patients underwent a total of 155 mastectomies (72 in the txa group, 83 in the control group). Lot, model and catalog number are not available, but the suspected mentor devices possibly associated with reported adverse events: mentor (cpx4): 18 ¿ txa group; 5 ¿ controls group. Complications: seroma ¿ 8, hematoma - 9.